Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how long was the delay? --within half an hour. The following information was requested, but unavailable: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - was there any change in the patient¿s post-operative care due to the prolonged procedure? - was there any associated medical or surgical intervention to treat the pain of the patient? If so, please clarify. - when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient). -please confirm the number of sutures that break during this procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. While using the suture for suturing, a broken suture was found when opened. It broke when pulled during suturing, causing a delay in the surgery and adding pain to the patient. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested